Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and healthcare provider regarding a patient with an implantable pump containing unknown drug for non-malignant pain and join pain/arthritis it was reported that the patient's handset gave them an alert that said service code 111 (pump memory error had occurred. The pump clock time was invalid). Agent reviewed screen meaning with the patient. Agent redirected patient to healthcare provider to further address the issue. Patient said that they have an appointment with their healthcare provider next week. Patient said that they would call their healthcare provider and the call was disconnected.